Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. Not evaluated reason: the device was not removed.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection, but none was available. The patient was hospitalized and given antibiotics. There have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update event description.

Event description:
Follow-up indicated that the physician did not believe the issue to be related to the device.